Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular sys that after cardiopulmonary bypass surgery the shunt sensor leaked. No pt involvement as this was noted after cardiopulmonary bypass.